Event description:
Related manufacturer reference number: 2017865-2023-22768 it was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was noted that the pacemaker and right atrial (ra) lead exhibited noise oversensing and caused automatic mode switch episodes. The lead and pacemaker will continue to be monitored. The patient's status was not reported.